Event description:
The nurse changed the dose from 8cc/hr to 6cc/hr by the touchpad & pressed start. When the pump was checked approximately 1/2 hr later, the pump had infused 38cc into the patient. The patient experienced low blood pressure but was seen immediately by anesthesia. The patient received fluids. No further adverse outcome. The patient did well.